Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering. Probable root cause: faulty solder joints in video path, faulty prism board or connectors, faulty xboard or ch cable connectors, break in ch cable core, faulty hdmi cable, faulty ccu power supply, internal ccu cable failure - power and/or communication, improper/no fuse installed, ac inlet board, main board - video processor, digital board - fpga, transition board - coax connector, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, poor system grounding, improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.